Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) performed a pre-use test on iabp, and all tests were passed. The fse allowed the iabp to run in operation mode for 30 minutes and could not duplicate the alleged malfunction. However, the fse reviewed the diagnostic logs and found faults #2, # 55, and #112 which recommend replacement of the executive processor board, software and coiled cord. As a precautionary measure, the fse replaced all the aforementioned parts, reinstalled the software and calibrated 30psi pressure transducer. Full calibration, functional testing and safety checks were performed to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) shut down by its own. No patient injury, death or adverse event was reported.